Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after updating the pump software, the customer reported a ¿user error¿ while attempting to fill the cartridge and remove the air. The customer¿s blood glucose (bg) level was 500 mg/dl and once the loading process was completed, a bolus via the pump was delivered to address the bg level.